Event description:
Hcp reported "infection...device implanted for gastric stimulation in clinical trial for gastroparesis. Surgeon hopes to re-implant after course of antibiotics." The system reported was the right lower border of the device pocket was red and tender with about 2cm raised area. The device was explanted and returned to the MFR in for analysis.